Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, an unspecified number of units exhibited blood leaking into the hub. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to a correction: g.1 manufacturing location: becton, dickinson & co., (bd).

Manufacturer narrative:
The following fields were updated due to additional information d2a. Medical device type jka. D2b. Common device name tubes, vials, systems, serum separators, blood collection. G.4. PMA / 510(k)# k243207. Investigation summary bd had not received any samples or photos for investigation. Therefore, functional tests were conducted on 10 retained samples. All samples passed testing, with no evidence of damage to the device or leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, an unspecified number of units exhibited blood leaking into the hub. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, an unspecified number of units exhibited blood leaking into the hub. No adverse impact was reported regarding the patient or user.